Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This event is reported under the following patient identifiers: (b)(6 - single use distal cover. (B)(6) - evis exera iii duodenovideoscope.

Event description:
The customer reported to olympus the single use distal cover fell off from the evis exera iii duodenovideoscope during an unknown procedure. The distal cover was retrieved from the mouth of the patient after the procedure was completed. There were no reports of patient harm or impact. This event is reported under the following patient identifiers: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope.

Event description:
The customer confirmed, the distal cover was spit out by the patient. When the patient was awake.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Reconfirmation of complaint event: since the actual product has not been returned. It is not possible to confirm, the reconfirmation using the actual product. Operation confirmation: olympus confirmed, the operation. By following, the pre-use inspection procedure in section 9.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed, that the distal cover did not come off from the tip of the endoscope (lot used for confirmation: h2831). Type test: when design changes, olympus evaluate the quality of the design change product and verify, that "the distal cover does not come off from the tip of the endoscope, during use". Supplier investigation: the parts supplier performs a sampling inspection on 3 parts, for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm, that there is no damage such as tearing or chipping, displacement of the attachment position or drop off. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely, due to the handling of the user. It is possible the event occurred, due to the following: chemicals such as anti-fog agents adhered to the distal cover, causing damage, due to chemical attack, making it easy to remove the distal cover from the endoscope. The attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use, which state: see attachment procedure and warning column in 9.3. "Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover". "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus or another expert within the facility. 2. The facility carefully reviewed and followed the instructions for use (IFU). (Instructed the personnel to read the instruction manual). 3. The facility educated or continuously educated its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.). 5. The facility used care when attaching the distal cover, so that it does not crack. Per the facility, it is likely the detachment was a result of the cover getting caught on the mouth/bite piece in the patient during scope removal. They now checks that the cover is on the scope once the scope is removed after each procedure. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton in a recommended environment (per the IFU). Correction to h6 and investigation results: -reconfirmation of complaint failure. Since the actual product has not been returned, we have not been able to confirm the reproduction. However, before the design change, the quality of the design change products were evaluated. We have verified that the distal cover does not come off from the distal end of the endoscope during procedure, and confirmed that the design change products satisfies the specifications. -sampling inspection results at the parts manufacturer. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications each time.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).